Manufacturer narrative:
Feb 25, 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly on (B)(6) 2011, the physician noticed that unusual noise pattern was visible at ventricular side in an episode recorded on (B)(6) 2010. All other f/u data were normal. The physician asked for an explanation.